Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: a similar device was sent for material analysis and it was determined that this device fractured through bending overload. Conclusion: the ultimate cause of the fracture is unknown, but likely dependent on site specific loading conditions (including the location, direction, amount, and speed of loading) as well as the severity of the bending angle.

Event description:
It was reported that; during xia3 surgery, when the surgeon bend the rod with french bender, the rod was broken.

Event description:
It was reported that; during xia3 surgery, when the surgeon bend the rod with french bender, the rod was broken.